Event description:
It is reported that device was implanted in 2003. In 2004, pt arrived in the emergency room with knee instability. X-rays revealed hinge post extension had fractured, and knee was revised two days later